Event description:
Pt reportedly presented with polyps for removal via colonoscopy. The procedure was carried out. The pt developed significant discomfort and shortness of breath. Developed a right sided pneumothorax w/pneumoperitoneum. Chest tube, IV fluids and antibiotics were administered. Pt was taken to the or where a perforation of the transverse colon was found. No burn was noted at the electrode site.